Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 (lot number), UDI# d4 lot# : 702260 , 800700. D4 UDI# : (B)(4). Lot number 441630 was issued to 2 final lots for the baseplate: lot 702260 and lot 800700. Visual examination of the returned product identified the taper adapter was returned and the base plate was not returned. The taper of the taper adapter does not show any major signs of damage. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01488. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty. Subsequently, the patient was revised as the glenosphere disassociated from the baseplate. No additional patient consequences are reported.